Event description:
The pump error code generally indicates a problem with the downstream occlusion (dso) seal or a defective printed wiring assembly (pwa).

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the issue was found to be a defective printed wire assembly (pwa) board as well as a separating upstream occlusion (uso) seal and a delaminating downstream occlusion (dso) seal. The pwa board, uso and dso seals were replaced to fix the issue.

Event description:
It was reported that the pump exhibited error code 46510. The event happened during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.